Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its patient information was missing in pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient detail was unavailable. A technical support specialist (tss) dialed into the station and reviewed the station logs. The patient's name was searched using global find and was visible. The tss then dialed into the server and verified the patient details, confirming that the admitted date and time were current. No issues were found with the admitted patient. The user¿s settings area for the station was also checked, and no issues were identified. Both server-side and station-side checks showed no problems. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, its patient information was missing in pyxis. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.